Event description:
A physician reported that after shunt implantation procedure, that anterior synechia of iris around a bypass part was found when a product was checked after surgery. Goniosynechialysis (gsl) was planned to remove the obstruction and its additional treatment was scheduled in mid-march. Additional information has been received as anterior iris adhesions were around the bypass area. Angle adhesion dissociation will be considered to relieve the occlusion. Additionally, gsl was considered, but the iop was 20 mmhg without eye drops, so no additional procedure was performed at the patient's request. The patient will be monitored on further follow up.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of anterior synechia of iris and obstruction; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).